Manufacturer narrative:
This report is submitted on july 11, 2022.

Event description:
Per the clinic, the patient experienced discomfort around the magnet site and subsequently was placed under general anesthesia on (B)(6) 2022, in order to explant the magnet.